Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-01577. It was reported the patient's right scs lead migrated. As a result, the patient reported experiencing some shoulder discomfort. A company representative met with the patient and reprogramed the patient's scs system and provided pain relief on both sides. Follow up identified the issue reoccurred. Surgical intervention may be taken to address the issue.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-01577. Follow up information received identified the patient underwent surgical intervention during which the physician pulled the lead back down to the top of t7.